Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15398. It was reported the patient is experiencing an extremely uncomfortable heating sensation while charging her ipg. The patient stated the sensation continues for a few minutes after she stopped charging. The patient was sent a replacement charging system. Follow-up indicated the patient stated she was charging by placing the charger wand directly over her skin. The patient was advised to use the charging belt or place the wand over her clothes. Add¿l follow-up indicated the patient¿s replacement charging system is functioning properly. However, the patient is unsure if her pocket site is still burning because she feels like she has a sunburn under her skin and the ipg site is swollen.

Manufacturer narrative:
This charger model number was associated with a field correction. Mfrs eval: corrective and preventive action (CAPA). Eval codes results code: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.